Manufacturer narrative:
The customer contacted siemens to report a single patient sample was lost inside the vessel movement module (vmm) creating a delay in the reporting of a test result from an atellica sample handler prime instrument. The customer reported that the sample was tested for troponin on the atellica sample handler prime instrument but then became lost on the vessel movement module (vmm) before b-type natriuretic peptide (bnp) testing could be completed on a siemens vista instrument. The patient was redrawn and the redrawn sample was tested for bnp on the vista before the original sample was retrieved from the vmm. The original sample was retrieved from the vmm after restarting the atellica sample handler prime software. The cause of the sample getting lost in the vmm is unknown. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
The customer contacted siemens to report a delay in the reporting of a b-type natriuretic peptide (bnp) test result on a patient sample, from an atellica sample handler prime instrument. The patient was redrawn. There are no known reports of adverse patient intervention or adverse health consequences due to the delay.